Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced vascular.

Event description:
It was reported that after a spaceoar vue implantation, upon computerized tomography (CT) and magnetic resonance imaging (MRI) the hydrogel was not seen. Fortunately, no patient complications arose from this event. Further examination of the CT and MRI scan revealed that the hydrogel was actually present, but not in the expected locatioan. It was found to be surrounding the prostate in a circular pattern, anteriorly, and had also migrated up a left-sided vein. This suggests that the hydrogel was placed anterior to denonvillier's fascia.